Manufacturer narrative:
A ge service representative attempted to perform an on site investigation. The machine was not available for evaluation. No further repair information is available. However, no reports of pt or staff injury.

Event description:
The customer reported the system failed to display an image. No report of pt injury.